Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Battery voltages were low. An external supply was attached to the pcb for downloaded. The pod generated an 0xd3 alarm during downloading, indicating qn3000 i2c illegal address. Shelf mode current was out of spec. Contamination was observed on pins of the qn3000 chip, which is confirmed as the cause of the high shelf mode current, low batteries, and reported communication error. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod less than an hour. Treatment information was not provided. The device was originally reported for pod communication issue during operation.